Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The emergency department reported via phone call that the customer was hospitalized due to high blood glucose level on an unknown date and unknown blood glucose value. The customer did not mention any symptom or treatment related to high blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.